Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, a 'bakri tamponade balloon catheter' was used to treat postpartum hemorrhage following a vaginal delivery. The patient lost ~ 500ml of blood, the device was then placed and 300ml of liquid was injected to inflate the balloon. It was then noted that the balloon had 'slipped' and did not maintain intended position within the uterus (pr399721). The user removed and attempted to place the same device again and the balloon ruptured (pr399269). A new balloon was immediately replaced to complete the procedure without causing adverse effects on the patient. Proper device placement is confirmed via ultrasound after inflating the balloon. Ultrasound confirmed that the position of the balloon was correct, and the balloon was in the uterine cavity. The patient lost an additional 250ml of blood after the device difficulty resulting in a total estimated blood loss of ~750ml. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned for evaluation with no original packaging. The balloon material was split the entire length of the balloon. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The device instructions for use (IFU) provides the following information: "balloon inflation"; "with syringe". "Warning: the maximum inflation is 500 ml. Do not overinflate the balloon. Overinflation of the balloon may result in the balloon being displaced into the vagina." "Note: to ensure that the balloon is filled to the desired volume, it is recommended that the predetermined volume of the fluid be placed in a separate container, rather than relying on a syringe count to verify the amount of fluid that has been installed into the balloon." "3. Once the balloon has been inflated to the predetermined volume, confirm placement via ultrasound." "4. If desired, traction can be applied to the balloon shaft. In order to maintain tension, secure the balloon shaft to the patient's leg or attach to a weight, not to exceed 500 grams." "Note: to prevent displacement of the balloon of the balloon into the vagina, counter-pressure can be applied by packing the vaginal canal with iodine- or antibiotic-soaked gauze." "Balloon inflation"; "with rapid installation components". "Note: ultrasound should be used to confirm proper placement of the balloon once the balloon is inflated to the predetermined volume." How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device, suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in house or out in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The complaint was confirmed based on customer testimony. The most probable cause of the reported event could not be determined from the available information. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, a 'bakri tamponade balloon catheter' was used to treat postpartum hemorrhage following a vaginal delivery. The patient lost ~ 500ml of blood, the device was then placed and 300ml of liquid was injected to inflate the balloon. It was then noted that the balloon had 'slipped' and did not maintain intended position within the uterus (B)(4). The user removed and attempted to place the same device again and the balloon ruptured (B)(4). A new balloon was immediately replaced to complete the procedure without causing adverse effects on the patient. Proper device placement is confirmed via ultrasound after inflating the balloon. Ultrasound confirmed that the position of the balloon was correct an the balloon was in the uterine cavity. The patient lost an additional 250ml of blood after the device difficulty resulting in a total estimated blood loss of ~750ml. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.